Event description:
Additional information was received via email on 28-jun-2023: the lot number was provided.

Manufacturer narrative:
Other, other text: b3: date of event; d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warming set generated a "slight resistance" that did not allow it to become functional. No patient involvement was reported.